Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -09.50/+1.5/089 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2022. The lens was explanted on (B)(6) 2023 due to low vaulting and the problem was resolved. The patient refused a replacement lens. The cause of the event was unknown.

Manufacturer narrative:
Additional information: h3: device evaluation: the lens was returned in liquid in a microcentrifuge vial with residue on the product. Visual inspection found the haptic torn with residue on the lens. Dimensional inspections found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b3: date of event: 16-jan-2023. Claim # (B)(4).